Event description:
Films were received and their evaluation was completed. Pre-implant cta show that the neck is long, straight and contained thrombus. The neck diameter (flow lumen) measures approximately 15 x 20mm at the renal arteries, and 40mm below the renal arteries measures 13 x 15mm. The maximum aaa diameter measures approximately 5.5mm, and contains large amounts of thrombus which is irregular in shape ("dissected" thrombus); the flow lumen measures 1.5cm max. The distal aorta contains some calcification and the iliacs are relatively straight. Implant angiograms showed that a tube graft was inserted via the right side; the proximal graft margin was placed approximately 4cm below the renal arteries, and extended distally to just above the distal aorta. The od of the tube graft varies from 17 - 19mm. No obvious endoleak or any stent graft issues were seen, and there appeared to be adequate distal flow bilaterally. Secondary angiogram images post index procedure showed that the 3 distal stents on the tube graft had dilated to approximately 31mm, and there is a distal type I endoleak. From the left side a bifurcate was implanted above the tube (approximately 1cm below the renal art eries) and extended into the left common iliac artery. A contra limb was placed aligned into the gate and into the right common iliac artery. Both limbs extended approximately 3cm below the tube. Stenosis was seen in the left external iliac, and a stent was placed. Final angiogram shows no obvious endoleak or any stent graft issues, and there appeared to be adequate distal flow bilaterally. Follow-up cta five months post index procedure showed that the od of the bifurcate (approximately 3cm below the renal arteries) measured 15mm. The bifurcated ipsilateral limb was found occluded distally beginning just below the flow divider; approximately 10cm below the renal arteries. The limbs were both constrained within the 2cm diameter tube graft; the ipsilateral limb was compressed nearly flat to 4mm x 14mm. The ipsilateral limb completely re-opened distal to the tube graft, but remained occluded distally to the left hypogastric. The contra limb was not compressed and remained patent. A fem-fem bypass graft is also visible. The cause of the occlusion appears to be due to tight placement of the limbs within the tube graft which was also compressed within the small and thrombosed aorta. In addition, a likely air bubble (possible infection sign), measuring 5mm x 2mm x 15mm in length, was seen within the distal section of the tube graft. Follow-up films during the reported ongoing infection were not provided.

Manufacturer narrative:
(B)(4). Eval results and conclusion: (arterial occlusion), (mycotic aneurysm).

Manufacturer narrative:
Evaluation method: films. (B)(4).

Manufacturer narrative:
Results: inherent risk of procedure (infection).

Event description:
Additional information was received as follows: it was reported that approximately one month post implant, the patient had left arterial occlusion with lower extremity pain requiring a femoral-femoral bypass which successfully resolved the event. The investigator assessment states that the event is not related to the study device or study procedure. It was also reported that six months post implant, because of an ongoing retroperitoneal infection, the stent-graft material had infected and surgical intervention was suggested; however, the patient refused at that time and aggressive medical treatment was conducted. The event was unresolved and is continuing. The investigator assessment states that the event is not related to the study device or study procedure. It was reported that five months later, the patient had an open surgery because of the ongoing infection affecting the abdominal aorta. An extra-anatomic bypass operation was performed with the extirpation of the stent graft.

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 5.6 cm diameter abdominal aortic aneurysm approx six months ago. It was reported that at the pt's f/u appointment approx three months ago the aneurysm was 5.6 cm in diameter and there was a type I endoleak coming from the endurant tube graft (ref MFR # 2953200-2011-00857). The aneurysm was mycotic and showed some progression within time as a result the distal part of the aneurysm expanded and the seal zone for the distal part of the tubular stent graft lost its apposition with the vessel wall on the right side. A bifurcated stent graft was implanted at that time with the tubular graft still in place. It was reported that thrombosis of the left external iliac artery was noticed and mechanical thromboaspiration and bare stent implantation were performed. The final angiogram showed a patent left iliac artery with good flow. The investigator assessed that type I endoleak was not related to the device and it was related to the study procedure. The thrombosis was not related to the device and it was related to the study procedure. The endoleak was resolved. No add'l clinical sequelae were reported and the pt is fine.